Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of this type of arrhythmia or other conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3mm from the non-coronary cusp. It was noted that the patient went into complete heart block when a non-abbott guidewire was advanced through the left ventricle, prior to any abbott device making contact with the patient. Based on the available information, the reported heart block appears to be related to procedural conditions (patient condition after guidewire advancement). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024. During the procedure the patient went into complete heart block when a non-abbott guidewire was advanced through the left ventricle, prior to any abbott device making contact with the patient. The device was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The heart block persisted and a permanent pacemaker was implanted the following day on 27 august 2024. The patient status was stable.